Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized and diagnosed with an infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported while performing a home visit on (B)(6) 2023, the patient was found to be lethargic, feverish and his peritoneal effluent fluid was cloudy. The patient was sent to the hospital and admitted for peritonitis. Although the details of the patient¿s hospitalization are largely unknown, follow-up revealed the patient was treated with intravenous antibiotics (drugs, dosages, frequency, durations not provided) and was discharged in stable condition on (B)(6) 2023 (previously reported as (B)(6) 2023). Causality was attributed to the standard of care provided by the clinical staff during a recent rehabilitation stay (10-days) while away on vacation. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy without reported issue and is recovering.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by lethargy, fever, and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The definitive etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the patient is believed to have contracted the peritonitis due to clinical error during a 10-day admission to a rehabilitation center. Additionally, the patient¿s pdrn reported the serious adverse events were unrelated to a fresenius device(s) and/or product malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized and diagnosed with an infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported while performing a home visit on (B)(6) 2023, the patient was found to be lethargic, feverish and his peritoneal effluent fluid was cloudy. The patient was sent to the hospital and admitted for peritonitis. Although the details of the patient¿s hospitalization are largely unknown, follow-up revealed the patient was treated with intravenous antibiotics (drugs, dosages, frequency, durations not provided) and was discharged in stable condition on (B)(6) 2023 (previously reported as (B)(6) 2023). Causality was attributed to the standard of care provided by the clinical staff during a recent rehabilitation stay (10-days) while away on vacation. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy without reported issue and is recovering.